Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have errors 25730/32114 and 319. The usm was tested on an in-house system in normal mode where it triggered error 319. The usm was also tested on psc fixture test platform (pftp) where the fiber test failed for the rolling loop. A golden rolling loop was installed, and the test passed. The original fiber was installed, and the failure returned. The probable root cause of the reported failure was a component failure of the rolling loop fiber.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, universal surgical manipulator (usm) suddenly became unusable after 30 minutes. They tried to power cycle the system, but the issue remained. The site was able to finish surgery without usm 1. The technical support engineer (tse) reviewed the logs and confirmed error 25730/32114 then error 319 pointing to communication from the patient side cart (psc) to usm and/or usm 1 fault. The tse guided the caller to hard power cycle the psc and the error remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.